Event description:
Reportedly, the sound on the pump was not functioning as expected. During troubleshooting with tandem technical support the issue was resolved. Customer continued to use their pump for insulin therapy. Customer's blood glucose was not adversely impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.